Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-155mg/dl fasting. Verified test strips expire 07/13/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). He is very careful about his blood sugar and either a fasting or 2 hrs after a meal, his blood range from 100-160mg/dl. The meter to meter comparison was done, his meter read 83mg/dl and the other 3 meters were 104, 105, 108mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-155mg/dl fasting. Verified test strips expire 07/13/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). He is very careful about his blood sugar and either a fasting or 2 hrs after a meal, his blood range from 100-160mg/dl. The meter to meter comparison was done, his meter read 83mg/dl and the other 3 meters were 104, 105, 108mg/dl. No adverse event reported.